Event description:
Additional information was received indicating that the patient's bradycardia was found to be unrelated to vns. It was reported that the patient continues to have a resting heartrate of 37-40 bpm and sleeps with a heart monitor. The patient will follow-up with the cardiologist and discuss the possibility of pacemaker implant.

Event description:
It was reported that the patient presented to the emergency room in sinus bradycardia at 30 bpm. It was reported that vns settings are low and the device relationship to the bradycardia is unknown. It was reported that the patient fell during a bike ride the previous friday and that there is question whether the patient damaged the vns. It was reported that there were no side effects following the fall, but that the day prior to the emergency room visit, the patient began to feel lightheaded and dizzy. It was reported that the patient's pulse was 45 bpm then went to 40 bpm and then down to 30 bpm. It was reported that the patient was undergoing evaluation in the emergency room. It was later reported that the patient was discharged the following day with normal findings. The patient's resting heartrate upon discharge was 58 bpm. The patient will undergo further testing and may need a pacemaker implanted. No additional relevant information has been received to date.